Event description:
The customer reported that the insulin pump had a blank screen. The blood glucose reading at time of the call was 82 mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.